Event description:
Brain fog, burning sensation in breast, sore joints, pain in left breast, sensitivity to light sound and temperature. Inflammation, rash, hair loss, constantly feeling sick, difficulty swallowing. Food intolerances.